Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the first fiber ¿aiming beam fires straight out of fiber¿ at 18,339 joules of use. The second fiber ¿aiming beam fires straight out of fiber¿ at 3,862 joules of use. The third fiber ¿aiming beam fires straight out of fiber¿ at 2,121 joules of use. The fourth fiber ¿aiming beam fires straight out of fiber¿ at 9,803 joules of use. The procedure was completed using the fifth fiber at 17,059 joules of use. Patient outcome: "no injury". There was no patient injury reported. This report is for the fourth fiber used.